Manufacturer narrative:
The gantry cable was returned to medtronic for analysis. Physical examination revealed that the cable was physically damaged. Fdm 10, fdr 120, and fdc 4307 are applicable to the cable analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000469, serial/lot: (B)(4). Product ID: bi71000416, serial/lot: (B)(4). A medtronic representative went to the site to perform a system check out and they discovered that the original complaint regarding was inaccurate. It was determined that the system would not shoot x-rays, and a generator overload error occurred. Addition of oil/ silicon wafer replacement for tank high voltage(hv) cables was performed with no resolve. Scope readings showed a bad hv cable. Hv tank and cables (gantry cable chain) ordered, and replaced per procedure. System functionality restored upon completion of repair. The tank was returned for product analysis. The hv tank failed a bench test. Test point j1e to j1a, j1d to j1a, and j1k to j1a were open. J1f to jj1g, j1h to j1g, c-s, and c-l failed. Measured low resistance. The cable chain was returned, but product analysis is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was unable to acquire 2d and 3d shots. The system was rebooted multiple times, but this did not resolve the issue, and displayed multiple overdue maintenance requests, despite having a preventative maintenance completed two months ago (april 2020). The likely cause was due to a bad high voltage cable/tank assembly. There was no patient involvement.